Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they were experiencing high blood glucose. Customer blood glucose was 32.2 mmol/l. The user alleged that the insulin pump was under delivering of insulin as they had high blood glucose. The insulin pump will not be returned for the further analysis.